Event description:
Customer reported that pump was taking longer to charge. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined to provide further details or speak with technical support.